Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after moving the patient to another room. A philips field service engineer (fse) visited the site and checked the log file which showed an emergency stop active error. The fse ran a functional test, however; the test failed. The fse solved the issue by replacing the geometry module. The returned part was analyzed but no failures were found. After part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.